Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving a result of 352 mg/dl on their freestyle blood glucose monitor. Customer then dosed with insulin based on this result, and then began to feel symptoms of hypoglycemia. Customer's wife treated with glucagon and food in order to stabilize glucose levels.